Event description:
Explanting physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, red and white biological tissue, an opening, red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Explanting physician reported, right side rupture. The device has been explanted.